Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible initially to determine if the tines were fully fixated into the tissue, so the physician tugged on the device, causing it to dislodge. The physician was able to recapture the device, and the device was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.